Manufacturer narrative:
Batch review performed on 27 may 2019: lot 186972: (B)(4) items manufactured and released on 02-nov-2018. Expiration date: 2023-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two other similar reported events ((B)(4)). Another implant was involved in the complaint: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 lot 186551 (k112115): (B)(4) items manufactured and released on 15-nov-2018. Expiration date: 2023-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 2.5 months after the primary due to signs of infection (the pathogen is unknown). The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.